Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was loading exams for a case and the system became very sluggish. The system then went to no input detected briefly and then was sitting on a blinking dash. The representative cycled the system, however, it was booting to the blinking dash consistently. It was noted through troubleshooting that the representative booted the grub menu and went into recovery mode and pressed the I key, but still booted to the blinking cursor. The rep went into recovery mode again and this time pressed f, which booted the software. The issue was resolved on call. The site decided to use another navigation system for an upcoming case. There was no patient present when this issue was identified.